Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as bruised, bleeding blister. Patient does have an autoimmune disorder that effects skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch and creams due to the skin irritation. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.